Event description:
Closure device placed in cath lab became dislodged and embolized to aorta. Patient required emergency open heart surgery to remove device. This is the description of the event as contained in the maude report submitted to nmt by FDA (B)(6).

Manufacturer narrative:
Company was unable to determine where the event occurred and as a result was unable to conduct an investigation or analysis of this reported failure.